Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is a combined initial + final report with investigation findings included below. The complaint for valve interacts with conduction system was confirmed with other empirical evidence based on the complaint event. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. A definitive root cause cannot be determined because the images were unavailable for further investigation.

Event description:
Edwards received notification of an evoque in tricuspid position where on postoperative day (pod) 1, the heart rate of this patient was low, and medication was started. On pod 6, the heart rate was in 40s with junctional rhythm and isoprenaline initiated to be given. No improvements were seen for several days. On pod 15, a leadless pacemaker was implanted, and this event was reported as junctional bradycardia. There was no device malfunction or deficiency reported.